Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 24 and 36 hours. According to spouse, symptoms included swelling, pain and a blood glucose level over 700 mg/dl. The patient sought medical attention and was diagnosed with cellulitis. The patient was treated with an antibiotic shot and prescribed the following medications: bactrim ds; rifampin (300mg), doxycycline (100mg); probiotics bdi (to be taken twice daily).